Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported his cycler had alarmed for heater bag and supply bag issues. While troubleshooting the patient reported his treatment history. The patient had a large drain during cycle 2 of 3723 ml. The alarm history was cleared and patient continued to use the cycler. During follow up the patient did not report any adverse event related to the potential overfill. The reported large drain of 3723 ml was 186% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.